Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that the brush head came off. No injury was reported. Follow-up: the consumer reported that the brush head separated from the rest of the unit. Follow-up: the consumer reported that the little pin that comes from the top, that holds the mechanism in place, backs out.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mailed and stated that the brush head came off. No injury was reported. Follow-up: the consumer reported that the brush head separated from the rest of the unit. Follow-up: the consumer reported that the little pin that comes from the top, that holds the mechanism in place, backs out. Follow-up: the consumer reported that he/she did not keep the broken heads.

Manufacturer narrative:
02-sep-2019 the product was identified as an oral-b power oral care refills precision clean. The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mailed and stated that the brush head came off. No injury was reported. Follow-up: the consumer reported that the brush head separated from the rest of the unit. Follow-up: the consumer reported that the little pin that comes from the top, that holds the mechanism in place, backs out. Follow-up: the consumer reported that he/she did not keep the broken heads.